Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: call service 078 alarms were observed in black box. Moisture damage was observed in the battery compartment. The pump's case was cracked near the corner of the display. Moisture damage was found on the printed circuit board. The threads on the returned battery cap were stripped. Unrelated to the initial allegation, the up, down, and ok buttons were completely unresponsive. No contamination was found to the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.